Manufacturer narrative:
The device was not returned for investigation. A review of the device history record (DHR) for the device was reviewed and no manufacturing or service issues were noted related to the reported event. Review of the treatment details revealed that an estimated 110 ml of rinseback volume had not been removed by the user. The nxstage system one user guide provides instructions for correctly removing rinseback volume using automated device settings, and warns that some patients such as low weight patients may be unable to tolerate small fluid balance changes. The care partner has been retrained in device settings and the calculation of rinseback volume. (B)(4).

Event description:
A report was received on 28 apr 2018 from a home therapy nurse regarding a (B)(6) male with multiple comorbidities including hypertension and blood pressure fluctuations, who experienced hypertension after a standard home hemodialysis treatment on (B)(6) 2018 and was admitted to hospital. Hemodialysis was performed while hospitalized and he was discharged on (B)(6) "2019" with instructions to treat in-center at a dialysis facility.